Event description:
Liner was changed during a minor revision for a patella resurfacing. Surgeon removed liner at ease and upon examination suspects that the anterior lining of the insert may have been damaged or compromised.